Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding the da vinci system faulted mid-procedure with error 23118 from axis 3 on the universal surgical manipulator (usm) 4. The usm 4 turned yellow and did not recover after the customer acknowledged the error. The customer power cycled the system, but the fault persisted. Tse reviewed the system logs and confirmed error 23118 from axis 3 on usm 4, then had the customer perform a hard power cycle of the patient side cart and re-drape the usm 4, but the error still did not clear. The customer proceeded using the da vinci system as a three-arm system configuration. The procedure was completing as planned with no reported injury.